Event description:
It was reported that the patient presented to the emergency department experiencing syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and an elevated capture threshold, resulting in intermittent capture. Programming changes were performed to address the capture issue. However, it was noted that the pacemaker continued to exhibit a high capture threshold, subsequently resulting in intermittent capture. The pacemaker was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2026. During the procedure, it was noted that the new right ventricular (rv) lead was not used due to the lead helix issue and was replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Field complaint of intermittent capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Output verification and impedance test performed with various test loads revealed no anomalies. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.